Manufacturer narrative:
(B)(4). The explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, and more cardiac events. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
While visiting edwards, this patient reported her 23mm edwards pericardial valve, implanted into the pulmonary position, was explanted after an implant duration of approximately three (3) years. Per the patient, the device was too small for her body. Follow-up with the healthcare provider indicated the patient had persistent obstruction since implantation of the 23mm bioprosthesis and that the patient was symptomatic. MRI and echo suggested subvalvular obstruction from infundibular muscle. The replacement device was a 31mm bioprosthetic prosthesis. Since the procedure, the patient has been well.